Event description:
It was reported that the customer experienced high blood glucose readings and error alarms on the insulin pump. Customer also reported a motor error alarm. Customer stated that the insulin pump was put in a scanner at the airport. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip and scratched display window noted. Pump passed prime/a33, displacement and basic occlusion test. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm e70 alarm due to overwritten history files.